Manufacturer narrative:
The pump powered up properly after battery installation. The pump primes, fills cannula, and rewinds correctly. No unexpected rewind anomaly occurred during testing. The pump was received with minor scratches on the lcd window, and a scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a rewind anomaly. The blood glucose reading is 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.